Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative indicating that the cause of the shocking had not been determined. The patient¿s healthcare provider would be referring the patient for surgical intervention to resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex regional pain syndrome type 2. It was reported that the patient felt shocking in their right arm where the lead was. The impedances were reported to be: ¿c0: 548, c1: 319, c2: 820, c3: 580, 01: 548, 02: 833, 03: 833, 12: 833, 13: 833.¿ technical services reviewed that the impedances indicated that there was probably a lead, extension, extension fracture, or connection issue. The rep was to review the impedance results with the healthcare professional. The shocking was noted to have been a sudden change in therapy. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.